Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was capped and replaced.

Event description:
It was reported that the patient is not feeling well in unipolar thresholds. It was also reported that there is high ventricular output, elevated thresholds, and decreased impedance. The caller will change outputs and the lead remains in use. No further patient complications have been reported as a result of this event